Event description:
It was reported that the patient's pump was refilled on (B) (6) 2010. The pump was refilled with a 2000 mcg/ml concentration from a 500 mcg/ml concentration and a bridge bolus was not performed. The pump was updated with the old information of 500 mcg/ml at 330 mcg/day. The patient was getting 1320 mcg/day, 4 times the intended amount. Based on calculation it would take 13 hours to clear the desired volume. It was noted that the 500 mcg/ml had cleared. It was noted that the patient was experiencing an underdose with the following symptoms: the patient's legs were very tight but very weak. The pump was reprogrammed to 2000 mcg/ml on (B) (6) 2010 and the dose decreased to 100 mcg/day. The patient was to be admitted to the hospital for observation on (B) (6) 2010. Final patient outcome was not reported.

Manufacturer narrative:
(B) (4).